Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. The foreign matter was translucent, flat, long, and like rubber. Olympus conducted an organic qualitative analysis on foreign matter. As a result, it was found that the foreign matter was a silicon-based substance that applied to the threaded part of the connector of the cleaning tank. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that a silicon-based substance accidentally entered the pipeline, flowed to the connector by the flowing liquid, and entered the cleaning tube. If significant additional information is received, this report will be supplemented.

Event description:
During the reprocessing, the user found that there was a foreign matter at the point of injection on the device which connected to the olympus automated endoscope reprocessor oer-5. The user then removed the substance. It looked like a translucent adhesive. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.